Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 54 year-old female patient who had essure inserted (lot no. 12395617, 664436) for female sterilisation. The patient had a medical history of endometriosis, endometrial disorder and adenomyosis on (B)(6) 2014, menometrorrhagia and obesity. Previously administered products included: lo/ovral [ethinylestradiol;levonorgestrel]. Concurrent conditions were listed as endometrial hyperplasia since on (B)(6) 2014, pelvic adhesions and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 1334 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic hysterectomy with right salpingooophorectomy,extensive adhesiolysis). The reporter considered medical device removal to be related to essure administration. The reporter commented: left: 3 coil visible right: 2 coil visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.769 kg/sqm. [Hysterosalpingogram] on (B)(6) 2010: history: essure procedure on (B)(6) 2010. Check for sterility and patency of fallopian tubes. Hysterosalpingogram: the patient has had the essure procedure. Impression: findings appear to indicate complete closure of the fallopian tubes [pathology test] on (B)(6) 2014: diagnosis: uterus tubes and right ovary: extensive adenomyosis. Disordered proliferative endometrium. Serosal endometriosis. Unremarkable cervix. Right tube and ovary showing cystic endometriosis with adhesions. Clinical diagnosis: unspecified non-inflammatory disorder of ovary. Menometrorrhagia. Gross description: received in formalin the specimen consists of a 117.8-gram specimen composed of intact uterus, short proximal left fallopian tube, intact right fallopian tube and mechanically disrupted right ovary. This is on the inferolateral aspect of the ovary and a portion of this cavity is connected by adhesions to the distal portion of the fimbria of the fallopian tube. The shaft of the fallopian tube is approximately 5.0 x 0.9cm. The squamocolumnar junction and endocervical canal are unremarkable. Lot number: 12395617 manufacture date: 2009-12 expiration date:2012-12 lot number: 664436 manufacture date: 2009-08 expiration date:2012-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 54 year-old female patient who had essure inserted (lot no. 664436,12395617) for female sterilisation. The patient had a medical history of endometriosis, endometrial disorder and adenomyosis on (B)(6) 2014, menometrorrhagia and obesity. Previously administered products included: lo/ovral [ethinylestradiol;levonorgestrel]. Concurrent conditions were listed as endometrial hyperplasia since 18-feb-2014, pelvic adhesions and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 1334 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic hysterectomy with right salpingooophorectomy,extensive adhesiolysis). The reporter considered medical device removal to be related to essure administration. The reporter commented: left: 3 coil visible. Right: 2 coil visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.769 kg/sqm. [Hysterosalpingogram] on (B)(6) 2010: history: essure procedure (B)(6) 2010. Check for sterility. And patency of fallopian tubes. Hysterosalpingogram: the patient has had the essure procedure. Impression: findings appear to indicate complete closure of the fallopian tubes. [Pathology test] on (B)(6) 2014: diagnosis: uterus tubes and right ovary: extensive adenomyosis. Disordered proliferative endometrium. Serosal endometriosis. Unremarkable cervix. Right tube and ovary showing cystic endometriosis with adhesions. Clinical diagnosis: unspecified non-inflammatory disorder of ovary. Menometrorrhagia. Gross description: received in formalin the specimen consists of a 117.8-gram specimen composed of intact uterus, short proximal left fallopian tube, intact right fallopian tube and mechanically disrupted right ovary. This is on the inferolateral aspect of the ovary and a portion of this cavity is connected by adhesions to the distal portion of the fimbria of the fallopian tube. The shaft of the fallopian tube is approximately 5.0 x 0.9cm. The squamocolumnar junction and endocervical canal are unremarkable. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.